Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual examination of the device found that the stent was returned dislodged from the stent delivery system (sds) and on a product mandrel. A stent protector was covering a small section of the dislodged stent. The stent was damaged from just proximal to the stent protector's end. The damaged section's struts were severely stretched. The stent protector was carefully removed with no resistance encountered. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A product mandrel was inserted through the lumen with no restrictions noted. The tip of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. Details of the lesion are unknown. During preparation for a stenting treatment procedure, the product mandrel was removed per the direction for use (dfu). Upon removal of the product mandrel the stent came off the stent delivery system rather than remaining mounted on the balloon. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.